Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle sftygld 25x1 rb failed to deliver a vaccination to an infant due to clogging, and a new needle was inserted into the syringe to complete the injection. The following information was provided by the initial reporter: unable to inject vaccine through the needle. Faulty needle removed and replaced with new needle from same inventory. Successfully vaccinated client with second needle. As she was injecting the vaccine into an infant nothing came out. The "needle seemed clogged or something". It wasn't bent. Able to complete injection with same syringe but different needle.